Manufacturer narrative:
Tech performed a functional check and bed works properly. Tech seen that the IV pole was bent and the bed could have had symptoms due to IV pole being caught on something. Bed put back into service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged that the trendelenburg lowers when trying to raise and active when no one presses the controls.